Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13j04064 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Eleven days after the onset of peritonitis, the patient was hospitalized due to no improvement of the symptoms. Beginning on the day of onset of peritonitis, the patient was treated with vancomycin intraperitoneally (ip) (dosage, frequency, and duration not reported). On unreported date(s), the patient was treated with unspecified intravenous (IV) antibiotics (medication, dosage, frequency, and duration not reported), vancomycin 25mg/1l (route, frequency, and duration not reported), and oral rifampin (dosage, frequency, and duration not reported) for the peritonitis event. On unreported date(s), the patient was treated with fluconazole (route, dosage, frequency, and duration not reported) for prevention of fungal infection due to antibiotic use. Therapy with oral rifampin was ended on the day of hospital discharge. Thirteen days after hospitalization started, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis manifested by a fever and abdominal pain coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was initially treated at home with intraperitoneal vancomycin (dosage, frequency, and duration not reported) but was eventually hospitalized when their symptoms were not improving. After twelve days, the patient was discharged from the hospital and reported to have recovered from the peritonitis. Dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.